Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Severe stenosis was noted in the proximal left common iliac artery and stented with 10mm express ld stents during the index procedure. It was reported that during the index procedure, prior to the suprarenal fixation being released, an angiogram was preformed, and the proximal graft was observed to be moderately covering the lowest left renal artery. The device was pulled distal and the suprarenal was released. The ipsilateral limb was then deployed and the delivery system was removed with mild difficulty reported. After stents were inserted into the left cia, a post stent graft angiogram was preformed which revealed the aortic stent graft and the iliac stents were widely patent; however, the proximal fabric edge was still partially covering the left renal artery. Using the left brachial artery, multiple wires were used to access the left renal artery and insert multiple balloons to dilate the ra. The left renal artery was then stented with another manufacturer 7mm covered stent. A final angiogram was preformed and showed the stent grafts are patent and the left renal artery was filling with no defect. Per the physician the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.